Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of laparoscopic enterolysis and repair of recurrent incarcerated incisional hernia with mesh. The patient experienced surgical revision, infection, adhesions, bowel obstruction, recurrence, and erosion of mesh.